Event description:
It was reported that during a da vinci-assisted malignant with reconstruction nipple sparing mastectomy surgical procedure, the monopolar curved scissors (mcs) tip was separated from the instrument during the procedure. The metal part and plastic part was separated. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer clarified that the scissors tip accessory did fall into the patient and was retrieved. The metal scissors were separated from the plastic cover of the tip accessory. The customer did not observe any damage on the sp monopolar curved scissor tube adapter and used another scissors tip accessory to continue the case.

Manufacturer narrative:
The mcs tip instrument has not been received for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip to perform failure analysis. The mcs tip was analyzed and found to have a dislodged retaining tip cover from the mcs blades. The retaining tip cover was observed to be completely detached from the blades. Due to the dislodged retaining cover, a detached fragment, measuring approximately 7.20 mm x 13.42 mm in size, was observed and returned with the mcs tip accessory. The mcs retaining tip cover was found to have a cracking damage. No material appears to be missing.